Event description:
Pt underwent cataract surgery on 1/29/98, and implantation of a staar model aa-4207vf intraocular lens in the left eye. The surgeon stated that the lens was inserted and the trailing haptic tore the capsule. The tear was not noticed prior to lens insertion. The lens was removed a mechanical anterior vitrectomy was done and the surgeon implanted another lens in the sulcus.